Event description:
On 6-24-1998, the end plate on the lower tube column on the ots broke free from the column, allowing the x-ray tube/collimator assembly to hang from the high tension/power cables. Upon investigation it was discovered that the welds had been ground down in the finishing process and only 1 welding plug had been welded instead of 4.